Event description:
It was reported that a malfunction occurred with the device. There was no reported adverse impact to the customer's blood glucose level. The customer was provided with a replacement pump by the distributor.